Manufacturer narrative:
Inspected 1 opened/used sensor and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specification. Also performed bicarbonate buffer test and sensor failed for low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple alerts that his sensor glucose levels were low when his blood glucose levels were 41 mg/dl. The customer attempted to correct his blood glucose levels and began receiving calibration error alerts afterwards. Troubleshooting was done. The customer treated himself by eating and was feeling fine at the time of the call. The customer also mentioned that after removing the sensor, the sensors appeared bent. Advised customer to change the insertion site with a fatty area and to return the sensor for analysis. Advised that replacement sensor would be sent. Nothing further reported.